Event description:
It was reported the power keeps shutting off on the programmer. No patient complications were reported as a result of this event.the radio frequency head was returned to the manufacturer and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the programmer does shut down when the radio frequency (rf) head cable is plugged in and moved. The screen drops and the keyboard screw was missing. (B)(4) - the rf head current drain tested out of specification. The cable and the excessive current caused the programmer to shut-off.

Event description:
It was reported the power keeps shutting off on the programmer. No patient complications were reported as a result of this event.